Event description:
The advocate stated that her father received a blood glucose reading of 389 mg/dl from his contour and a reading of 100 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Unable to obtain product information from the advocate. No product will be replaced or returned at this time.